Event description:
The customer reported that the device displayed a "co2 calibration needed" message. Further information is that the etco2 module is defective. There was no adverse patient impact reported.